Event description:
Complainant alleged that during a routine shift check by a clinician, the device made a loud pop sound and displayed "status 66" and "status 104" error message when charging the energy. Complainant indicated that there was no pt involvement in the reported malfunction.